Event description:
It was reported that 5 bd luer-lok¿ syringes from lot 1299289 had holes in the packaging, as did one syringe from lot 1013547. The following information was provided by the initial reporter, translated from portuguese: "5 of batch 1299289 have hole in its packaging; 1 of batch 1013547 have hole in its packaging... Is the hole in plastic or paper? Lot 1299289 in the clear plastic, and lot 1013547 in the white plastic that has printed information. In which region of the packaging is the hole? E.g.: close to the beak, close to the stem, side, in the sealing, etc.; 4 syringes next to the nozzle (1299289), and 2 next to the flange (1 of 1299289 and 1 of 1013547)".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1299289. Medical device expiration date: 30-sep-2026. Device manufacture date: 26-oct-2021. Medical device lot #: 1013547. Medical device expiration date: 31-dec-2025. Device manufacture date: 13-jan-2021. Investigation summary: it was reported there was holes in the packaging. To aid in the investigation, a photo were received for evaluation by our quality team. The photo shows a syringe in its packaging blister. The bottom web of the packaging blister has a wrinkle. No other information could be obtained from the photos. A device history record review was completed for provided material number 303552, lot numbers 1299289 and 1013547. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defects. Based on the investigation and with the photo sample analysis the symptom reported by the customer is not confirmed, and without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 bd luer-lok¿ syringes from lot 1299289 had holes in the packaging, as did one syringe from lot 1013547. The following information was provided by the initial reporter, translated from portuguese: "5 of batch 1299289 have hole in its packaging; 1 of batch 1013547 have hole in its packaging... - is the hole in plastic or paper? Lot 1299289 in the clear plastic, and lot 1013547 in the white plastic that has printed information. - in which region of the packaging is the hole? E.g.: close to the beak, close to the stem, side, in the sealing, etc.; 4 syringes next to the nozzle (1299289), and 2 next to the flange (1 of 1299289 and 1 of 1013547.)"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-mar-2023. H6: investigation summary: it was reported there was foreign matter and holes in the packaging. To aid in the investigation, ten samples in sealed packaging blisters and three photos were received for evaluation by our quality team. A visual inspection was performed. Four samples have embedded degraded resin in the syringe barrel. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. An additional inspection was performed on the six other samples. First, with the naked eye, and then with 10x magnification. Two of the six samples had a wrinkled packaging blister web at the area where the syringe barrel flange is. Four samples had a wrinkled packaging blister bottom web where the syringe barrel bottom is. No holes were observed. Wrinkles in the packaging are acceptable per product specification. A carbon test was per it1 was performed, which verifies the packaging integrity and would detect holes or damages, and the samples passed. In the photos provided, two photos show black specks that appear to be embedded in the syringe barrel. The other photo shows a syringe in its packaging blister. The bottom web of the packaging blister has a wrinkle. No other information could be obtained from the photos. A device history record review was completed for provided material number 303552, lot numbers 1299289 and 1013547. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defects. The samples will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.